Event description:
Halo device was noted to have decreasingly effective coagulation, until it was no longer coagulating the tissue at all despite seemingly appropriate device tones. The halo device was traded out for a new one, however, the same problem persisted. The entire halo unit was traded for a new unit, but the problem still continued. A decision was made to switch to another manufacturer product.